Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 30 mg/dl over a year ago and had paramedics called but was not hospitalized. The customer was assisted with trouble shooting for some recent high blood glucose levels they have been experiencing. The customer treated their high blood glucose levels with a bolus. The customer's insulin pump passed the self-test.